Event description:
An endeavor resolute rapid exchange (rx) drug-eluting coronary stent system, diameter 2.5 mm, length 24 mm was intended to treat a 90% stenosed, moderately calcified lesion in a pt. It was reported that the stent could not cross the lesion and the distal edge of the stent snagged due to calcification. The lesion was pre-dilated with a 2mm x 12mm balloon to 12atm for 2 inflations. It was reported that less than 30% stenosis remained after the predilations. The resolute device was inspected before use with no abnormalities noted. Resistance was felt when advancing the device to / across the target lesion and greater than usual force was used to advance the device. No pt injury occurred and no clinical sequelae have been reported. A 2.5x18mm resolute stent was used to treat the lesion.

Manufacturer narrative:
(B)(4). Eval, results: (failure to deliver stent, stent deformation). Results/conclusions: (calcification), (force used to advance device). Eval summary: the device was returned to medtronic for eval. The stent was positioned on the balloon as per specs. The distal tip was slightly flared. The 1st distal stent segment was flared. A number of struts on the 9th and 10th distal segments, and the 8th proximal segment, were deformed.